Manufacturer narrative:
Complaint confirmed. Visual evaluation was performed on the outside of the device and did not show any damage. Device was opened for evaluation, and noticed that various capacitors were damaged and some water intrusion was noticed. Device functioning test was not performed as the complaint allegation has a potential fire hazard. The cause of this event is undetermined; however, a most likely cause is damaged due to the water intrusion noticed inside the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported shortly after set up the console started smoking. The account will be checking the outlet and preforming additional troubleshooting as to the actual cause. There was no patient in the room. This occurred shortly after the equipment was plugged in. No case involvement.